Event description:
Medtronic received a report that a pipeline patient experienced visual disturbances. No hospitalization or surgical procedure was reported. The patient was started on depakote (B)(6) 2024 for chronic headache management. The patient was recovering/resolving. The adverse event (ae) was possibly related to the disease under study. The ae did not result from a device deficiency. The patient reported a loss of vision in the left eye that lasted about 5 minutes. The patient stated that this was associated with a headache and had not occurred again. Cec adjudicated event as possible to the procedure, device, and apt. The access vessel was the femoral right. Rist was not used. The study device was successfully implanted in the subject. Wall apposition was achieved. The side branches (ophthalamic) were covered by the pipeline device. No device flattening or twisting was reported. The patient was being treated for a left c6 ica bifurcation branch aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 4 mm, dome height 3 mm, dome width 4 mm and neck size 2.3 mm. Parent artery diameter distal to aneurysm was 2.9 mm. Parent artery diameter proximal to aneurysm was 3.8 mm. Complete neck coverage and stasis was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Ancillary devices: guide catheter armadillo 072, microcatheter medtronic phenom 027.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is recovering.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event resolved on 2025-mar-21.